Event description:
The physician was attempting to use a resolute integrity drug eluting stent , during the procedure the catheter broke in 2 pieces. No clinical sequelae were reported.

Event description:
Evaluation summary: the hypotube had detached 20.0cm distal to the strain relief . Both ends of the hypotube were oval and jagged at the break site .there were numerous kinks visible on the hypotube distal and proximal to the detachment site . The stent was positioned on the balloon between the inner shaft markers with no deformation evident to the struts or segments . Image review: the initial images show an extremely angulated bend in the right iliac vessel. This angulation would have made the device delivery more difficult and would have most likely contributed to the shaft breaking. The lad appeared to be severely diffusely diseased. After vessel pre-dilatation a long stent was deployed in the proximal vessel. This was followed by deployment of a short stent in the distal vessel. The diagonal vessel was pre-dilated but despite pre-dilatation at the bifurcation/ostium it was not possible to successfully deliver a stent to the desired location. This stent was withdrawn without deployment. Although not confirmed we do not know if this was the stent that was returned for investigation. No further attempts were made to deliver a stent to the side branch. After further ballooning of the side branch and post dilatation of the bend in the proximally deployed stent no further treatment was completed.

Event description:
Evaluation summary: the device hypotube is kinked and broken. The break site is consistent with the shaft breaking after kinking and re-straightening. There is no other damage to the device. Cine review: attempted delivery of the device was not captured on the cine images but review of the images confirm the tortuous nature of the iliac vessel and also show that the coronary vessels were severely calcified, requiring multiple pre-dilatations prior to successful deployment of stents.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Manufacturer narrative:
Results: tortuous iliac arteries and calcified coronary arteries. Conclusion: tortuous iliac arteries and calcified coronary arteries.